Manufacturer narrative:
Occupation: non-healthcare professional. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Slippage of the band from the varix can occur if the endoscope is advanced beyond the banded site. The instructions for use advise the user that "passing the endoscope over a previously placed band may dislodge the band." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic ligation procedure, the physician used a cook 6 shooter saeed multi-band ligator. The user facility initially reduced portal pressure, conducted acid suppression, preformed hemostasis and fluid replacement therapy , but patient still had hematochezia repeatedly. The user facility then conducted esophageal varicose vein ligation. Fundus venous tissue injection was completed as emergency treatment on (B)(6) 2019. There was no hematochezia after the procedure until (B)(6) 2019. There was hematochezia detected on (B)(6) 2019 with one (1) black band and one (1) white band in the feces. The user facility re-checked the hemochrome which is relatively decline as before [sic]. The user facility considered it an upper gastrointestinal hemorrhage relapse. The user facility considered that the relapse of the upper gastrointestinal hemorrhage was caused by the bands prematurely falling off from the varices. Additional information was received on 16-jun-2019: the reduction of portal pressure, acid suppression, hemostasis and fluid replacement therapy was all competed prior to the ligation procedure. The hemostasis performed after the procedure was performed because the bands fell of the varcies which caused alimentary tract hemorrhage. Both fundus varices and esophageal varices were ligated in the emergency procedure. The patient started to eat food after the procedure. Other than the deployed bands, a section of the device did not remain inside the patient¿s body. The patient required terlipressin to stop the bleeding.